Manufacturer narrative:
Pump had no button response due to flattened button dome switches. No unlock on j2 and lcd keypad connector noted. Pump received with severely scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.